Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, regarding the burned C-cover, the cause could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a burned C-cover was found. There was no patient involvement.